Event description:
The facility representative contacted baxter to report an infusor in which the fluid could not flow out of the luer. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been requested but not yet received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.